Event description:
The reporter stated the surgeon implanted a 13.7 mm micl 13.7 implantable collamer lens in 2008 in the patient's left (os) eye. When the patient returned for post op visit the next day, they noted the iris was vaulting forward, and the patient complained she had been in pain since the surgery. The patient was hospitalized and referred to a glaucoma specialist. It was determined that the patient was experiencing angle closure glaucoma and malignant hypertension. The lens was explanted on the following month, and the explanation given for the event was "aqueous misdirection." Once the lens was removed everything went back to normal. Additional information has been requested, but none has been forthcoming. In additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaints were found.